Manufacturer narrative:
Upon further review of the event, it was determined that this event is not reportable. This event involves an untreated type ii endoleak with no reported aneurysm enlargement and is not reportable according to our guidelines, this report will be retracted (MFR report #3007284313-2019-00337).

Event description:
On (B)(6) 2019, the patient was undergoing an emergent endovascular procedure with a gore® excluder® aaa endoprosthesis to treat rupture of an abdominal aortic aneurysm. The trunk-ipsilateral leg component was inserted from the right side and deployed below the lowest renal artery with no reported issues. After deployment of the contralateral leg component (plc231200j/18068717) and subsequent touch-up ballooning to the contralateral gate, it was noted that the plc231200j was deployed outside the gate. The physician elected to convert the procedure to aui, and another contralateral leg component was implanted to exclude the contralateral side of the trunk-ispilateral leg component. Also femoral-femoral bypass was performed to preserve blood flow to the left lower extremity. The final angiography identified a type ii endoleak of unknown origin, which was decided to be monitored. The patient tolerated the procedure. The cause of the deployment of the plc231200j outside the gate was reportedly unknown. It was also reported that the spin test was done after the gate cannulation, and that the proximal end of the plc231200j was within the proximal aortic neck along with the proximal portion of the trunk.